Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of intermittent image was not confirmed. During the device evaluation, the customer's unit was inspected and tested using test scopes and video processors and the image stabilized normally. Device evaluation also found worn out socket slider switch causing intermittent failure of the high intensity mode which may have contributed to the customer's complaint of intermittent image. The scope socket needed to be replaced. In addition, non-olympus lamp life was reading at 50+hours, light output measured within specifications. Old version power switch unit needed to be upgraded. There was debris inside pump tubing. The front panel had peeled off label. Also, the front panel and bottom chassis were corroded. Heavy dust was seen inside unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had intermittent power when connected to the scope. It was also reported that the power came back on when wiggling the scope. The issue was found during preparation for use. There were no reports of patient harm.